Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a false positive result. There was no report of adverse patient impact. (B)(4). The following information was provided by the initial reporter: "these tests are not accurate they all say you¿re positive when you¿re negative."

Manufacturer narrative:
H6: investigation summary this summarizes the investigation results regarding a complaint that alleges a false positive test result while using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against false positive. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a false positive result. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "these tests are not accurate they all say you¿re positive when you¿re negative."